Manufacturer narrative:
Stent flare was not confirmed and the stent had not been caught at the distal tip of the guide catheter during the attempts of delivery. The stent could not be retrieved from the patient because there was no snare catheter in the hospital. Therefore, the sds of the cypher select+ was retrieved from the patient and the balloon catheter was delivered to the proximal rca. The dislodged cypher select+ stent was crushed at proximal rca by the balloon catheter. Afterwards, a vision bare metal stent was implanted at the proximal rca to hold the crushed cypher select+ without issues using the same inflation device. The target lesion was treated with balloon angioplasty. The patient was not injured and was discharged two days after the procedure. The physician did not indicate any device anomalies prior to use. Physician comment: negative pressure was not applied. Inflation device: medtronic; guidewire: runthrough; guiding catheter: launcher 6f jr4; balloon catheter: lacrosse 2.5mm; cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Event description:
A cypher select + could not be tracked to the lesion and dislodged onto the guidewire. The target lesion was in the distal right coronary artery (rca) and was described as de novo and slightly calcified with 99% stenosis. The reference vessel was highly tortuous. Right radial approach had been chosen for the procedure. A 6f guiding catheter was engaged and a guidewire crossed the lesion. Pre-dilation was conducted with a 2.5mm balloon catheter. A 3.5 x 18mm cypher select+ was being delivered to the target lesion, but the proximal edge of the stent was caught at the slight calcification, and the cypher select+ would not cross the highly tortuous vessel at the proximal rca. The physician "pushed and pulled" the cypher select+ three times, including pulling back into the guiding catheter. At that time, somehow contrast medium suddenly flowed into the balloon of the cypher select+, and the stent was expanded as if the balloon was inflated at 2 to 3atm. The stent dislodged on the guidewire distal to the distal tip of the guide catheter at the proximal rca.

Manufacturer narrative:
Complaint conclusion: the complaint received states that during a coronary interventional procedure the cypher select plus stent was dislodged from the delivery system. This is a male patient of unknown age and medical history. The target lesion was aha3 described as de novo, slightly calcified and highly tortuous. There was 99% stenosis. Right radial approach was chosen for the procedure. A gc (launcher 6f jr4) was engaged and a gw (runthrough) crossed the lesion. Pre-dilation was conducted with a bc (lacrosse: 2.5mm) and cypher select+ (3.5/18mm: complaint product) was delivered to the target lesion, but the proximal edge of the stent was caught at the slight calcification and the cypher select+ would no cross the highly tortuous vessel at aha1. The physician attempted to reposition the device by pushing and pulling three times. At that time, somehow the sds balloon was slightly inflated with contrast media. The stent was expanded as if the balloon was inflated at 2~3atm and then the stent dislodged onto the gw at the distal tip of the gc located in the aha1 area. Stent flare was not confirmed and the stent had not been caught at the distal tip of the gc during the attempts to reposition the device. There was no snare device in the facility; therefore, the sds of the cypher select+ was retrieved from the patient and the bc (lacrosse) was delivered to aha1 and then the dislodged cypher select+ stent was crushed into the arterial wall at aha1. A bms (vision) was implanted at aha1 to hold the crushed cypher select+ in place. The bms was delivered and deployed without issues using the same inflation device (medtronic's). It is unknown how the target lesion was treated, but the procedure was finished successfully. The patient is in stable condition. The sds will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use. Physician's comment: negative pressure was not applied to the complaint device before delivery into the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15222654 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15222654. Pre-sterile assy cypher select subassembly lot 15222616 was reviewed. It was observed during review of this lot that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Fpi/lpi and process monitoring for crossing profile and stent retention test results were reviewed and no anomalies were found. Calibration records for pin gauge, with calibration ids: (B)(4) were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for crimper machine, with equipment ids: (B)(4) was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Stent dislodgement is a known potential adverse event associated with the stent implantation procedure and is listed in the IFU as such with warnings regarding the manipulation of the delivery device through highly calcified or previously stented vessels. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and procedural issues may have contributed to the reported event.